Manufacturer narrative:
Date of event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that the patient's ipg stopped communicating with external devices. The patient underwent an unrelated surgery in 2019 (exact date unknown) wherein the ipg was not placed into surgery mode. A manufacturer representative attempted to connect to the patient's ipg, but it was deemed inoperable. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system.

Event description:
Additional information received stated that the patient underwent surgical intervention wherein the ipg was explanted and replaced. Post-operatively, stimulation therapy was restored.